Event description:
Related manufacturer reference number: 2017865-2024-37249. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor capture thresholds and minimal current of injury. The helix on the lp had tissue and coagulum which would not come off. A different lp was used which failed to enter long tether mode. A different delivery catheter was used to successfully implant the second lp. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capture problem was confirmed. As received, visual inspection showed the outer helix was within specification, and the inner helix was compressed caused by undetermined source. Electrical and mechanical analysis performed indicates the device exhibited normal device characteristics. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.